Manufacturer narrative:
Only a 7" piece of the catheter was returned for evaluation. Visual inspection confirmed the catheter was not received in its original pouch. Microscopic examination revealed jagged edges at the break site of the catheter's tube, indicating the catheter may have been punctured during the implantation or removal or an improper use of the catheter may have caused the breakage. Two tensile tests on the small tubing catheter was performed and the break force was 1.866 and 2.517ibs. All our products are tested in triplicate by manufacturing and sampling plan is taken by q.a. Prior to being released for sale. A lot number for the returned device was not provided, therefore a review of the device history record could not be conducted.

Event description:
The catheter was implanted in 1996. In 05, the pt was brought into the hosp because he became unconscious. The CT image showed that the catheter was broken near the umbilcus. A CT scan taken 29 days ago did not reveal a breakage. The broken catheter was removed and a new catheter implanted. The pt's condition was improved.